Event description:
It was reported that within a day of implant, the patient complained of shocking sensations. Soon after, the patient presented to the emergency room with the same shocking sensation pain. An echocardiogram found a small pericardial effusion. The right ventricular lead was repositioned and remains in use. The device also remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.